Event description:
It was reported to philips that the monitor ceiling suspension covers fell off. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information received, the system was in outside of clinical when the issue was occurred. The philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Upon further investigation, fse refitted the cover by removing the monitor pendant cover which resolved the reported issue. After which the system was returned to service in good working order. The codes have been updated based on the investigation outcome.